Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which, during pre-testing, that the device had a "loose plug and torn outer sheath". There was no delay in surgery as an identical spare device was available. There was no patient involvement. No injuries or medical intervention were reported. No additional information was available.